Event description:
It was reported that the customer was admitted in the intensive care unit due to low blood glucose and bad liver function. The blood glucose reading was 125mg/dl. It was stated the customer was unresponsive and the paramedics were taken him to the hospital. Troubleshooting was performed. The programming on the insulin pump was correct. The reservoir was showing the same amount of insulin that the status screen shows. The caller stated that the customer requested a replacement of the insulin pump. Advised the wife to contact his doctor regarding the low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.